Manufacturer narrative:
Concomitant medical products: t505-29h tissue valve, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they started hearing an alarm, so they contacted their physician and were told to submit a transmission; however, the patient does not have a monitor. The patient was directed to contact their physician to have a device check performed. Follow-up with the patient¿s clinic indicated there was a loose set screw to the high voltage coil. The set screw was tightened, and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.